Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customers originally reported that the device would not activate. Upon receipt for investigation, it was noted that there was 1 broken/missing snap pin. The site was contacted regarding the broken/missing snap pin but to date no additional details have been made available. It is unknown if the missing/broken pin fell into the patient cavity.